Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, physician felt resistance while inserting the stylet into the right ventricular lead. Then the helix was deployed successfully and the lead was tested with psa. It was noted that the lead exhibited high threshold and impedance values which were not optimal. The physician decided to reposition the lead. Physician made several attempts before being able to retract the helix and was unable to deploy the helix after several unsuccessful attempts. Physician tried to insert a straight stylet to support the lead adjustment but was unable to insert the stylet at the proximal end of the lead. The lead was not used and replaced. Patient was stable.